Event description:
It was reported patient had a revision of right hip due to pain. Doctor revised liner and ball.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, an unknown ball was also listed in this report. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined. The reported event noted only the head and liner were revised. A review of the provided records by a clinical consultant were deemed insufficient for medical review. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 6052-0830s, secur-fit max 127 hip stem #8, lot code: mlhra7; cat. No.: 500-03-54e, primary tritanium hemi solidback cup 54mm, lot code: mljayx.

Event description:
It was reported patient had a revision of right hip due to pain. Doctor revised liner and ball.